Event description:
In 2008, a diabetic supply distributor reported that the cannula of the infusion set remained in the pt's body after removal of the headset. Upon follow up with the pt, he stated that "earlier this week" he was experiencing unexplainable elevated blood glucose (400 mg/dl). His normal blood glucose range is 75-190 mg/dl. He performed a 20 unit bolus through his infusion device (competitor device) and his blood glucose remained elevated. He began to feel nauseated and ill and he injected 25 units of insulin via syringe to lower his blood glucose. Later in the day his blood glucose again elevated to 400 mg/dl. He then decided to change his infusion site. Upon removal of the headset, the adhesive was wet with insulin and the cannula remained embedded in his body. He removed the cannula with tweezers. He did not experience bleeding or irritation at the infusion site. The infusion site had been in use for 1 day. The pt's blood glucose lowered to normal after changing his infusion site. The infusion site had been in use for 1 day. The pt's blood glucose lowered to normal after changing his infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the alleged infusion set. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.